Manufacturer narrative:
H4: the lot was manufactured between march 25, 2024 ¿ march 26, 2024. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed, and a pool of fluid inside the device¿s bottle was observed which suggests that a leak has occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from an unspecified location. There was a presence of liquid inside the casing. This occurred during use. The device contained 0.9% saline solution and fluorouracil. There was no report of patient injury or medical intervention associated with this event. No additional information is available.